Manufacturer narrative:
H6: results: visual inspection of the lens showed a part of the optic and one haptic were torn off missing. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluatin of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq1016v. The lens tore prior to insertion and the cause of the lens damage was unk. The lens was not inserted and there was no patient contact or injury.